Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm and then received a minimum fill notification. There was no reported impact to the customer's blood glucose level. The customer thought that the cartridge may have been overfilled the night before; however, the customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the events.